Event description:
A power source alert was reported by the caller, indicating an issue with the device. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by ensuring the charging cable was connected to a wall adapter, which allowed the pump to begin charging, and no further assistance was necessary.